Event description:
It was reported that externalized conductors were found via fluoroscopy near tricuspid area. Electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.